Manufacturer narrative:
The failure investigation has been completed and the malfunction alarm was verified; however, no failure was identified related to the alleged low blood glucose.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on (B)(6) 2017. User made five bolus requests in a three hour time period without entering current bg level and still having insulin on board (iob), just before low bg levels were recorded. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a malfunction alarm. The customer's blood glucose (bg) level was 62 mg/dl, and was addressed by drinking juice. The contact did not know what caused the low bg. Tandem technical support instructed contact to discuss low bg with the customer's health care provider. The contact acknowledged. The customer's blood glucose level had increased to 121 mg/dl at the time of the report. It was indicated that the customer would administer manual injections as alternate insulin therapy.